Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer filled the cartridge with 480 units. However, the customer believed the technique could have been slightly off this time. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.